Event description:
Nurse inserting PICC line, guidewire frayed and unable to remove. Patient sent to ER to have guidewire removed an a new PICC line inserted. Patient was not in any distress. Patient received hematoma/bruise from guidewire. Guidewire was disposed of due to being contaminated and bloody.